Event description:
It was reported that high, out of range pacing lead impedance was observed via merlin.net. Device interrogation revealed normal pacing lead impedance. With pocket manipulation, loss of lv capture and out of range pacing impedance was observed. The patient was pacemaker dependent. During the lv lead revision, the catheter broke off, and the ICD replacement was delayed until the next day. It was suspected that a loose set screw connection was the cause for the high impedance. The device was explanted and replaced successfully. The patient condition was stable after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported setscrew and impedance anomaly were not confirmed in the laboratory. The device was tested on the bench and no anomaly was found.